Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screwdriver blade broke during insertion of the screw. It was intra operative surgery and was not revision surgery. Patient status is very well and there was no delay in surgery. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product released was manufactured to specifications. A product development evaluation was performed. The 2.4/3.0mm cruciform screwdriver blade with hex coupling is for use in the matrix mandible set. One 2.4/3.0mm cruciform screwdriver blade with hex coupling (part#313.939, lot# 440099/ a3aa0791, mfg date prior to nov2011) was received for evaluation with complaint that ¿the screwdriver blade broke during insertion of the screw ". Upon receipt of this device it was seen that the distal driver tip is missing two of the driver flanges, the two remaining flanges are slightly bent in a manner indicating that the damage occurred during insertion as stated by the complaint. This condition likely occurred as a result of excessive force on the instrument. This complaint is confirmed. The current drawing and that to which this device was likely manufactured were reviewed. The returned screwdriver shaft was manufactured from one type of stainless steel and was heat treated. The type of stainless steel has since been changed. A design change order was implemented in (B)(6) 2009 and changed the material to improve the strength and toughness of this device. The new material provides a condition in which the screwdriver shaft will twist or bend instead of breaking. The returned device was produced before this change was implemented. As a result this complaint is valid from a design standpoint even though it has subsequently been addressed through a design change. This complaint is confirmed, however the design changes instituted following the release of this lot should mitigate the incidence of this complaint condition. The risk assessment adequately covers this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.